Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed three dashes. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on about a week ago prior to contacting lfs. The customer care advocate (cca) was advised the patient manages her diabetes with metformin pills (500 mg 2x daily) and glyburide pills (2x daily). The patient continued to take her usual dose of medications. At an unspecified time after the alleged issue begun, the patient claimed she felt symptoms of shaky and "very warm." The patient did not specify treatment received. At the time of troubleshooting, the cca noted the meter had not been coded previously. The cca walked the patient through correctly coding the subject meter to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.